Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, bone resorption, mobility. Patient came in (B)(6) 2023 saying tooth was loose.